Event description:
Separation of needle, from hub during installation of local anesthetic, into orbit. When attempting to withdraw needle, the needle separated from the hub. It was removed completely with no sequelae to the pt.